Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for low blood glucose levels. Prior to being hospitalized, the customer stated he had given a bolus for a large meal and the customer collapsed two hours later due to the low blood glucose. The customer stated he monitored the cannula for insulin and found that insulin was squirting out. Nothing further was reported.